Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effect of tissue damage is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The reported difficulties, tissue damage and treatment appears to be related to interaction of the device with patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the foot was retracted prior to removal of the proglide device; however, resistance was felt during removal. The posterior foot did not retract and was stuck on tissue. Foot retraction was performed again, allowing for successful device removal. Tissue damage was noted but no treatment was performed. The aaa procedure was aborted and manual arterial compression was applied to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.